Event description:
Customer reported issues with the insulin pump. Customer was getting the button error alarm. The blood glucose reading is 217 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked.